Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or additional information is received, it will be provided on a supplemental report.

Event description:
It was reported that in 2007, a child had a plate implanted. The implant was found to be broken. Patient was revised.